Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and additional information added to h11. The events reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following was observed: calcification present in the sinotubular junction (stj) and landing zone. Calcification present in the access vessels and calcification and tortuosity present in the abdominal aorta. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Balloon burst was unable to be confirmed. Available information suggests patient factors (calcification) likely contributed to the event as the imagery revealed calcification in the stj and landing zone. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 23mm commander delivery system balloon burst during implant of a 23mm sapien 3 ultra resilia valve in the aortic position by transfemoral approach. The delivery system was inflated slowly with nominal volume. The balloon burst during peak inflation, and the valve was fully deployed. The delivery system was withdrawn over the wire. There was some difficulty when entering the distal position of the sheath, but the entire delivery system was withdrawn through the sheath. The balloon was intact and circumferential rupture was noted once outside the body. There was no patient injury, and the valve was functioning as planned. The patient was in stable condition. The perceived root cause of the balloon burst was sinotubular junction calcium.